Manufacturer narrative:
D4. Medical device lot # 24025615. D4. Medical device lot # 23095141. Two 20039e samples from lot 24025615 and 23095141 were received for investigation. The samples both had some clear residual fluid in the line, no connecting product was available to aid the investigation. The customer reported that "the needleless connector easily pops open and cannot be used to administer medication.". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the smartsites and the other bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when the sets were subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lots 24025615 and 23095141 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20039e product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set disconnected. The following information was received by the initial reporter with the following verbatim:the needleless connector easily pops open and cannot be used to administer medication.